Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field events of backup vvi and an inability to establish communication with the device were confirmed in the laboratory. Upon receipt, no communication could be established due to a low battery voltage. Review of stored electrograms noted noise causing inappropriate therapies, which depleted the battery. The low battery voltage resulted in a power-on reset, causing the device to enter backup vvi.

Event description:
It was reported that patient presented for follow up after receiving multiple inappropriate therapies. The device was found in back up vvi and could not be interrogated. The device was explanted and replaced. The patient condition was fine post procedure.